Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that while in navigation, the surgeon found that the trajectory 1 view appeared to rotate as they moved the instrument while in view of the camera. It was noted that the probable cause was determined through explanation provided by software which stated that due to trajectory 1 and 2 working through the orthogonal planes, when one of them is oriented close to the same plane in the navigation views, there will be the shift in the video. It is unknown if there was any impact on patient outcome or delay.

Manufacturer narrative:
H3) the software team reviewed the logs for the reported incident date; however, no system or application logs were available for that date. Based on application code review, the trajectory 1 view was designed to dynamically update its orientation in real time according to the position and direction of the tracked surgical instrument. As the instrument moves within the camera field, the view correspondingly reorients. When the instrument aligns close to a standard anatomical plane, a transient visual shift may occur due to geometric alignment during view recalculation. This behavior was expected and does not indicate a software malfunction. There was insufficient evidence to determine whether a software anomaly contributed to the observed behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.